Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient complained of pain and had some bruising at pocket. The pocket was on the beltline, so that irritated it. A physical exam was performed. The pocket was surgically revised/moved approximately 15 centimeters cephalad and revised on (B)(6) 2021. The issue was resolved at the time of the report.